Event description:
The customer reported that his sensor readings were inaccurate. The customer's blood glucose level was 478 mg/dl but his sensor glucose reading was 74 mg/dl. The insulin pump alarmed calibration error. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed functional testing. No led anomaly or isig value anomaly noted.